Event description:
Customer reported issues with the insulin pump. Customer states that there are cracks on the display screen. The blood glucose reading is around 100 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, and cracked reservoir tube lip. No damage noted on lcd glass.